Event description:
It was reported that a large volume infusor?s bladder ruptured during patient infusion. It was noted that 30 ml of solution remained in the device. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: the sample was not available for evaluation; however, a photograph was provided by the customer for evaluation. Inspection of the photograph did not result in any identification of defects. The cause of the reported condition could not be identified.